Event description:
The customer reported receiving a no delivery alarm during a bolus. The customer stated that she is pregnant, and her glucose reading at time of call was 328 mg/dl. Troubleshooting was performed. Asked the customer to remove the infusion set from the body and to run a fixed prime test, but the insulin pump alarmed no delivery. Instructed the customer to change the infusion set and to perform a displacement test, but the test failed. Ran a prime test with no infusion set in the insulin pump continued alarming no delivery. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.